Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high, out of range pacing impedance measurements (greater than 3,000 ohms). During the routine office visit the physician performed lead integrity testing with excessive movement maneuvers, and they could not reproduce the out of range measurements. An x-ray was performed, and the physician did not see any abnormalities. A technical service consultant was contacted and recommended following the patient closely with a home monitor. The device remains implanted. It was noted that this patient attend bioresonance therapy regularly. No adverse patient effects were reported.